Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should the device or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line). This occurred during drain cycle five in peritoneal dialysis therapy. As the caller had disconnected properly, the disconnect was not the cause of the alarm. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical services representative (tsr) assisted the patient in clearing the alarm and advised them to start therapy over with new supplies. No patient injury or medical intervention was reported. Additional information was requested and is not available.